Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was implanted with a "cant" on the distal end. Later review of manufacturer's database revealed the patient died 19 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.